Event description:
It was reported that at pre-discharge check the patient complained of pain and twitching under left breast. An echocardiogram revealed pericardial effusion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardial effusion.